Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2019-02469, 0001825034-2019-02470, 0001825034-2019-02471, 0001825034-2019-02472, 0001825034-2019-02473, 0001825034-2019-02474, 0001825034-2019-02476, 0001825034-2019-02477, 0001825034-2019-02479, 0001825034-2019-02480, 0001825034-2019-02481, 0001825034-2019-02482, 0001825034-2019-02483, 0001825034-2019-02484, 0001825034-2019-02485, 0001825034-2019-02486, 0001825034-2019-02487. Associated device(s): item #, item name, lot number, primary di#: 51-104160, tprlc 133 t1 pps ho 16x152mm, 3817553, (B)(4). 51-104160, tprlc 133 t1 pps ho 16x152mm, 6028661, (B)(4). 51-104140, tprlc 133 t1 pps ho 14x148mm, 3817531, (B)(4). 51-103180, tprlc 133 t1 pps so 18x156mm, 3975978, (B)(4). 51-103180, tprlc 133 t1 pps so 18x156mm, 6022911, (B)(4). 51-103170, tprlc 133 t1 pps so 17x154mm, 6238743, (B)(4). 51-103170, tprlc 133 t1 pps so 17x154mm, 6133628, (B)(4). 51-103160, tprlc 133 t1 pps so 16x152mm, 6309256, (B)(4). 51-103150, tprlc 133 t1 pps so 15x150mm, 6118653, (B)(4). 51-103140, tprlc 133 t1 pps so 14x148mm, 6075801, (B)(4). 51-103140, tprlc 133 t1 pps so 14x148mm, 6170567, (B)(4). 51-103130, tprlc 133 t1 pps so 13x146mmtp, 6308779, (B)(4). 51-103090, tprlc 133 type1 pps so 9x137mm, 6462370, (B)(4). 51-100080, tprlc 133 fp type1 pps so 8.0, 6364712, (B)(4). 51-100060, tprlc 133 fp type1 pps so 6.0, 6289409, (B)(4). 51-100060, tprlc 133 fp type1 pps so 6.0, 6273744, (B)(4). 51-100050, tprlc 133 fp type1 pps so 5.0, 6241443, (B)(4). 51-100040, tprlc 133 fp type1 pps so 4.0, 6246127, not released. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device packaging had damage that compromised sterility. No patient or surgical involvement as the issue was identified in the inventory warehouse. No further information is available at this time.